Event description:
Report received from an abbott international affiliate which states "chemo leaked at the end where it connects to the IV catheter. Even with extra tightening of the attachment to the catheter, it still leaks. Nurses finally developed a way of extra taping of the device that prevented leaking. Chemo delivery was via peripheral or PICC line. The (leaking) did not require spill protocol." Although additional info was requested, none has become available.